Event description:
It was reported to philips that the system's image store failed which can impact the imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The information obtained by the philips field service engineer (fse) confirmed that the reported event was incorrectly reported and did not actually occur. According to the fse, there was no allegation of any malfunction with the image store. No harm has been reported to philips. At the time this complaint was received, philips had no reason to believe that this event had been reported incorrectly. Since that time, new information has been received which has led to the determination that no image store malfunction had occurred. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.